Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported clip opening during efaa was not confirmed via returned device analysis. Based on all available information, a cause for the reported clip opening during efaa could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A posterior prolapse was observed. The clip was inserted and placed on the mitral valve. While attempting to deploy, the clip failed while establishing final arm angle (efaa) and opened to 120 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. Two clips were then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.